Manufacturer narrative:
The field service engineer (fse) noted the customer replaced the pinch valve tubing and roller pump tubing. The fse replaced the reference valve and reference electrode. Over a period of several days, the fse continued to troubleshoot the issue and replaced: all consumable tubes (2 peristaltic pump tubes), pinch valve tubing, d-pot drain tubing, the reference valve and associated tubing/fittings, all 4 calibration material bottles, all ion-selective electrode (ise) reagents, all three ise electrodes (na, k, cl), the reference electrode, the buffer syringe, and performed mixer height and center alignment, and verified sample probe alignment. The fse also replaced the data printed circuit board (pcb) and motor driver. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(6). This medwatch report is related to MDR 9612296-2014-00099.

Event description:
The customer reported erroneously elevated sodium (na), potassium (k), and chloride (cl) results, for multiple patients, involving the au681 clinical chemistry analyzer. This report is two of two referencing the event date noted. The customer stated no erroneous patient results were released out of the laboratory. There was no patient impact associated with this event. The customer noted calibration and quality control (qc) were acceptable on the day of the event and that the issue was intermittent. The instrument was not in use. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.